Manufacturer narrative:
Additional information indicated that prior to connecting and during prep, the syringe was not damaged. After disconnecting the first coil delivery system, the syringe was not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was not utilized to prep the device. The syringe was taking to the blue zone, and at no time during prep was the blue zone exceeded. At no time, the alternate zone (red) was exceeded. The alternative zone (red zone) was utilized in an attempt to detach the coil. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector or extension tubing. The connector was checked for proper seating/fitting on the delivery system hub. The same syringe was utilized to complete the procedure, and two other coils were detached with the same syringe was utilized to complete the procedure, and two other coils were detached with the same syringe. No damaged were noted on the syringe, coil (unraveled/stretched), delivery system or hub. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization procedure, the orbit mini complex fill 2x1.5 coil could not be released. Then, the physician changed to use another coil to complete the procedure, and the same syringe was utilized to release the coil. The device will be returned for evaluation.